Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that three stents were supposed to be implanted at the mid rca. After the implant procedure, an intravascular ultra sound (ivus) was performed which showed that one stent was not implanted. The stent remained in the protective sheath. A xience stent was then implanted. No additional event or patient information is available.

Manufacturer narrative:
Results - a conclusive root cause could not be determined for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent implant was returned dislodged from the stent delivery system (sds). The sds was not returned. There was no blood or contrast visible on the stent implant. The stent implant was returned inside the orange protective sheath. There was no damage noted to the stent implant. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. Pin gauges were used to measure the inner diameter of the orange protective sheath. Product performance engineering reviewed the incident information and results of the returned device analysis. It was reported that the stent implant of a 4.0 x 23 mm rx vision stent delivery system (sds) was not noticed dislodged until after the procedure when intravascular ultra sound (ivus) was utilized to check the implanted stents. The analysis of the returned stent implant without blood or contrast confirmed the reported complaint of stent dislodgement outside the body. The stent implant was returned inside the protective sheath. The sds of the pertinent rx vision was not returned; hence it was not possible to ascertain that the stent implant was originally crimped onto the balloon during manufacturing. However, it should be noted that all stent delivery systems are 100% visually inspected online for stent placement/security, stent damage and dimensionally inspected to verify the crimped stent outer diameters. The stent outer diameters and protective sheath inner diameter were found to be within specification. Factors other than manufacturing cause that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, or forced sheath removal. In this case, it is possible that the protective sheath was forcefully removed. Based on the incident info and results of the analysis of the returned parts, a conclusive root cause for the reported complaint cannot be determined. However, there is no indication that materials or workmanship caused the dislodgement. A review of the lot history record did not indicate any non conforming material report and a query of the complaint- handling database indicated that there have been no other complaints reported with this part number/lot number combination. In addition, all quality parameters were within specification on the lot release test samples. It should be mentioned that it is prescribed in the instructions for use ( IFU) that: prior to using the guidant multi-link vision rx or guidant multi-link vision otw coronary stent system , carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted". A review of the finished device lot history record did not reveal any non-conforming material reports. A query of the complaint-handling data base was performed, and there have been no other complaints reported with this part number/ lot number combination. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.